Event description:
It was reported that the customer can't removed the battery cap of the insulin pump. The customer's blood glucose level was 305 mg/dl. The customer stated that she didn't received no delivery alarm and try to change battery but she could not remove the battery cap. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump if the battery is low. The customer stated that she can't use the insulin pump. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number form the medtronic (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a shifted end cap sticker.